Event description:
The customer reported the evis exera iii xenon light source display a b30 error and has connection issues with three bf-q190 scopes. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a bad scope socket was noted. In addition, an olympus lamp life meter was reading over 500+hours and the lamp life was expired. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the b30 error could not be identified. However, it¿s likely the cause is related to foreign material, dust, or dirt that adhered to the electrical contacts of the scope connector. Olympus will continue to monitor field performance for this device.